Event description:
Additional information reported that the patient was also seen on (B)(6), 2013. It was noted that the patient was taking motrin (800 mg) and percocet for the pain (in the evening). Patient symptoms of increase pelvic pressure and that they were off the elmiron medication. It was also reported that on (B)(6), 2013 there was improvement and the patient was restarted elmiron medication. Bladder installation was performed on (B)(6) 2013 with kenalog and then restarted on (B)(6) 2013. If additional is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient experienced a worsening or exacerbation of chronic intercystial cystitis with symptoms of constant urinary frequency and bladder pressure. The patient was seen on (B)(6) 2013 and catheterized on that day. 650 ml post void residual was obtained. The patient was off elimiron but was restarted 6 days later. The patient was rescheduled for reprogramming on (B)(6) 2013. The outcome was indicated as on-going. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the amplitude was increased to 1.4 on (B)(6) 2014. The patient was seen for complaints of bladder discomfort and intercystial cystitis. The patient was reprogrammed and vesicare was added to their treatment.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# v598061, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Additional information stated reprogramming was performed,amplitude was increased from 1.1 to 1.2 (B)(6) 2013. An x-ray was taken with no findings and no infection was noted.

Event description:
Additional information stated on (B)(6) 2013 the patient restarted elmiron. On (B)(6) 2013 the interstitial cystitis was improving and on (B)(6) 2013 the symptoms were mild.